Manufacturer narrative:
H10: the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped without any delay in therapy. The biomedical engineer (bme) reported that the touchscreen, especially the lower left portion, was not functioning correctly. Per good faith effort (gfe) response, the bme stated that a nurse tried to adjust a setting on the screen, but the touchscreen was not responding as it normally would. The device detected the nurse's touch as being offset from the actual location of the nurse's finger on the screen. The bme troubleshot the device with the respiratory therapist (rt) which included rebooting the device multiple times. The rt double checked the screen functions but was not able to duplicate the reported issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the touchscreen, especially the lower left portion, was not functioning correctly. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) reported that the touchscreen, especially the lower left portion, was not functioning correctly. However, it was discovered that the reported issue could not be duplicated. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.